Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult to remove or guide separation; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received: resistance was felt during attempted removal of the proglide device. The endovascular aneurysm repair (evar) procedure was completed.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Operator not trained in use of the proglide device. Per the instruction for use- caution: federal law restricts this device to sale by or on the order of a physician who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices, via a 7f sheath using a pre-close technique, prior to an endovascular aneurysm repair (evar) procedure. The sutures of two proglide device were successfully preplaced. Reportedly, the guide of the second proglide device broke off in the anatomy. An unsuccessful attempt was made to snare the guide via contralateral approach. A surgical cutdown was performed to remove the proglide guide. Hemostasis, however, was achieved using the preplaced sutures of both proglide devices. There was a clinically significant delay in the procedure or therapy due to the cutdown procedure. It was reported that the physician is not trained in the use of the proglide device. No additional information was provided.